Event description:
The unit stopped delivering oxygen in conserve mode. Customer then switched to continuous mode where flow was being delivered, but according to the customer, the flow was not sufficient. They returned to their car where they had began to use another regulator/cylinder unit. No injury was reported.